Event description:
It was reported during a ptca procedure guide wire movement was poor after the dilatation catheter was loaded on the guidewire. It was noted the tip of the catheter remained on the guide wire after catheter was removed. Another avenger was used to successfully complete the procedure. Reportedly, no pt injury occurred.